Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq0535) have been reported from the same facility in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that during the procedure, the catheter progressed but when trying to remove the guide wire, it presented resistance. It was necessary to withdrawal the catheter and it was also observed that it had a hole. The procedure was interrupted due to prolonged exposure of newborn.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. Two 2 fr per-q-cath catheters were returned for evaluation. An initial visual observation showed one catheter was returned with a stiffening stylet inserted; this sample was labeled sample 1 and the other was labeled sample 2. Use residue was observed on both samples. Both samples were flushed with a 12 ml syringe of water. No leaks were observed in sample 1 when it was flushed; however, once the stylet was removed and the catheter was pressurized, a leak was observed near the 20 cm depth marker, approximately 20.5 cm distal to the strain relief. A leak was observed in sample 2 between the 5 cm and 6 cm depth markers, approximately 6.2 cm distal to the strain relief. A microscopic observation revealed a split in each of the catheters at the location of the observed leaks. The splits were observed to be straight with a slightly rough fracture surface. Additional damage was observed on the inner wall of sample 2. The interior edges of the splits in both samples were observed to curve slightly inward, suggesting the damage originated from within the catheter. These observations suggest the catheters were damaged during manipulation of the stiffening stylets within the catheters. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ also, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that during the procedure, the catheter progressed but when trying to remove the guide wire, it presented resistance. It was necessary to withdrawal the catheter and it was also observed that it had a hole. The procedure was interrupted due to prolonged exposure of newborn.